Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "it was reported that the customer had two lines on the test but got a negative result in the app. Customer stated they had taken multiple other tests that day and got positive results."

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed. There was no report of patient impact. (B)(6). The following information was provided by the initial reporter: "it was reported that the customer had two lines on the test but got a negative result in the app. Customer stated they had taken multiple other tests that day and got positive results."

Manufacturer narrative:
Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was negative; had taken multiple other (manufacture) tests the same day which were positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.